Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for high blood glucose and was vomiting as well. The reported blood glucose was 700 mg/dl during the call. Prior to the hospitalization, the customer stated the insulin pump did not rewind all the way, so she had to give herself insulin by pushing on the back of the reservoir with a pencil. She stated, she removed the reservoir and inserted it again, and she thought the insulin pump was working. She stated she did not receive any alarms. Nothing further was reported.